Event description:
Home patient called baxter technical assistance line for assistance in ending automated peritoneal dialysis treatment on the homechoice machine. The patient noted that during the mid-day exchange, the patient's effluent appeared to be cloudy. At that time, the patient contacted the patient's rn. Rn noted the home patient was diagnosed with peritonitis in 2001. The rn stated the patient is being treated outpatient with vancomycin, 25mg per liter of dialysate. Rn stated that she does not relate the patient's peritonitis to any baxter product.